Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. The device failed homechoice rite (return instrument test / evaluation) electrical ground bond test. The ground bus resistance was measured and found to be within ground bond specifications. An internal inspection revealed no issues. The cause for rite test failure - ground bond was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the rite failure. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of the homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to the following failure: ground bond failed performance specification. No allegations were made against any of the patient's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.